Manufacturer narrative:
(B)(4). Investigation completed and product evaluated on 3/23/2016 with no defect found on returned meter; returned test strips produced lo and e-5 readings on 270 level. Black chemistry observed. The root cause is black chemistry due to improper storage.

Event description:
Customer's grandson calling on behalf of the customer, complaining of e-5 error message appeared soon after the blood is applied on the test strips. Customer asked of the test strips storage location, customer storage in the kitchen, customer was instructed the appropriate storage out of the kitchen per user guide instruction. Customer confirms that the proper blood testing technique is being used. Attempted another blood test the e5 error message persists. No adverse event reported.